Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused while in use on a patient. The device had been filled with 13.5g piperacillin / tazobactam and citrate buffer 230ml in 0.9% sodium chloride solution. It was estimated that the device underinfused by about 30-40%. It was further reported that ¿the device flowed after disconnection¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A4 correction: 96kgs (previously ni). H4: the device was manufactured from august 27, 2019 - august 28, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.